Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. While establishing final arm angle (efaa), the clip opened to approximately 60 degrees. The clip was closed, and troubleshooting was performed. The lock lever was pulled back further, and the clip was re-locked, however it failed efaa again. The device was removed from the patient and exchanged. The procedure was complete with a final mr of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, a cause for the reported clip opening while establishing final arm angle (efaa) could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.na.